Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the catheter was inserted in the operating theater. Ten days after insertion, ten days later, a leak was noticed from the luer of stopcock. They noticed a crack in the luer causing the leak and as a result, the stopcock was exchanged without difficulty or complications to the patient.